Manufacturer narrative:
The product issue reported (system notice (B)(4)) is not likely to cause or contribute to a death or serious injury; however, the risk of the patient being under general anesthesia without full therapeutic effect is the adverse event being reported. The decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, the temperature was not dropping as expected. The account received a system notice indicating that the safety system detected a high level of refrigerant flow and stopped the injection. The coaxial umbilical cable was replaced multiple times, the account switched to an old console and then to a new console, without resolve. The case was aborted and the patient was under general anesthesia. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Event summary:s clinical data files were received and analyzed. Bin files confirmed the ¿high level of refrigerant flow¿ 50030 system notice on the date of the event on all 3 applications with the catheter. The issue of the temperature not dropping as expected was confirmed on the 1st application with the same catheter. Test injections were performed successfully without issue with new consumables. The console is still in the field; no product was returned.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.